Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor blood/body fluid (not obstructed).

Event description:
It was reported during the implant procedure that the helix would not extend or retract properly, and there were also reported difficulties positioning the lead.